Manufacturer narrative:
H3: analysis of the pump found ¿no anomaly¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving fentanyl via an implantable pump for non-malignant pain. It was reported the patient's pump was "sticking out" and "pointed". The patient was concerned about the placement of the pump in the pocket. The patient felt as though it has moved. The patient had soreness and was waiting for a call back form their surgeon. Additional information received on 2025-10-30 from the healthcare provider (hcp) indicated that a pump malfunction occurred. The date of the event was reported to be 2025-08-22. The pump was replaced on 2025-08-22. The indication for the pump replacement was indicated to be "other". The pump was returned to the manufacturer for warranty determination.